Event description:
It was reported this event occurred in the cvicu. The insertion site was the jugular vein. The md noticed some difficulty advancing the guidewire when inserting through the ars. Catheter advanced over wire nicely. When she went to remove the wire 10cm from the catheter, it began to uncoil. She grabbed further down on the wire and it was still intact and able to be removed entirely. The end result was that the catheter was placed. There is no reported patient injury, complication, delay in treatment, or death. It was noted that the md did not notice friction with the wire at the needle tip of the ars when inserting.

Manufacturer narrative:
Manufacturer control no, (B)(4). Follow-up report will be filed if additional information becomes available.